Event description:
Caller states that the patient tested 2.2 inr on the coaguchek xs system while a comparison lab returned as 1.7 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.